Manufacturer narrative:
Concomitant medical products: product ID: 6947m62 lead, implanted: (B)(6) 2018, product ID: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) rotated several times within their pectoral pocket, due to the pocket size being large. It was noted that the patient experienced pain in the pocket. The device was repositioned and remains in use. No further patient complications have been reported as a result of this event.